Event description:
It was reported there was a short in ac (alternating current) power connection. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm that there was a short in ac (alternating current) power connection. Programmer boots up correctly using a known good power cord cable and with the provided rf (radio frequency) head plugged in. It is noted that no power cord cable was returned with the programmer. System fan is noisy and tabs on the power cord bay door are broken. Concomitant medical products: 229047 analyzer. (B)(4).